Event description:
It was reported that a patient experienced violent episodes of the following symptoms: heart rate was noted to have been 170 beats per minute intermittently for 30 minutes at a time, and the patient was sweating. The patient went in for a catheter study. A dye study was attempted, however the physician could not aspirate from the end of the catheter. A decision was made to abort the procedure due to a problem with the catheter. The drug being administered by the pump was lioresal (2000 mcg/ml; at 329.6 mcg/day). The patient had stabilized, and was taking oral baclofen. A possible catheter revision was discussed.

Manufacturer narrative:
(B)(4).